Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation inside patient's body, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation inside patient's body, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, moderately tortuous and mildly calcified. The balloon ruptured on the second inflation at 20 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation inside patient's body, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, moderately tortuous and mildly calcified. The balloon ruptured on the second inflation at 20 atmospheres for 30 seconds.

Manufacturer narrative:
Device evaluated by MFR: mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found the shaft to have stretching damage beginning approximately 35 mm proximal of the proximal markerband and extending approximately 6mm proximally. This type of damage is consistent with excessive tensile force being applied to the device.